Event description:
It was reported that a patient underwent a lap ovarian procedure on an unknown date and absorbable hemostat was used. After a presentation with a follow up question the surgeon stated she performed lap ovarian surgery on and used absorbable hemostat, and the patient had significant post op pain and has been readmitted twice with otherwise normal work up. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). F10. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the date of the procedure? For what indication was surgiflo used? Was surgiflo removed or left in the patient after hemostasis was achieved? What was the cause of the re-hospitalization? Was the cause of the post-op pain clarified? What treatment did the patient receive for the post-op pain? Was there any delay in the procedure because of this event? If so, how long? Can specific patient demographics initials / ID; age or date of birth; bmi; gender; patient pre-existing medical conditions (i.e. Allergies, history of reactions), all concomitant medications, past medical history, any treatment required for events, dose, frequency, and therapy dates of study drugs be provided? What is the surgeon¿s opinion as to the relationship of the product to the symptoms? Was medical intervention indicated to treat the symptoms? If so, what was the medical intervention required? What is the patient status? Recovered? Has it been confirmed that the patient had an allergic reaction to the surgiflo? Did the patient undergo a patch test? Has the surgeon been advised of the voluntary medical information request process regarding their inquiry of inflammatory or allergic reactions to surgiflo? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.